Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in the operation room for coronary artery bypass graft procedure. It was noted that the right atrial (ra) lead failed to capture after the procedure. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2023. The patient's condition was stable.